Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during glaucoma filtration device (gfd) implant procedure, the express shunt was exposed. The shunt could not be removed. It was still implanted in the patient's eye. This product was used for a patient with an infection. Additional information was obtained from the surgeon that, after surgery, the shunt was clogged or unable to flow aqueous humor and also was exposed over the conjunctiva.

Manufacturer narrative:
1. Customer reported that the company device was clogged or unable to flow aqueous humor and also was exposed over the conjunctiva. 2. No data regarding product identity was received i.e. No lot or serial number were indicated for the event therefore a complaint history review, non-conformance could not be performed. 3. No data regarding product identity was received i.e. No lot or serial number were indicated for the event thus review of the reported lot device history record could not performed. 4. Product evaluation: sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be evaluated. A root cause for the customer reported event could not be determined as no sample was received at investigation site. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. Product non-conformance could not be determined. The correlation between the two event code reported: shunt positioned incorrectly and shunt not draining properly could not be determined by the manufacturing site since sample is not received. Regarding the reported event that the product was used for a patient with an infection: manufacturing site is responsible for investigating technical complaint thus, any clinical aspect and affect on the product could not be investigated. The manufacturer internal reference number is: (B)(4).